Manufacturer narrative:
UDI= (B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A wallflex ¿ duodenal stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 5 cm. A visual and microscopic examination found no issue with the profile of the reconstrainment band or jacket bond. Visual examination found that the exterior tube handle had fully detached from the blue exterior sheath. During the product analysis, the remainder of the stent was fully deployed manually using the exterior shaft. No resistance was noted during the stent deployment. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was not consistent with the complaint incident as stent was received partially deployed. The noted damage to the returned device was consistent with excessive force being applied during deployment and is likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex duodenal stent was to be used to treat a 4-5 cm malignant stricture in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician attempted to deploy the wallflex duodenal stent but it failed to deploy. The procedure was completed with another wallflex duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the wallflex duodenal stent was partially deployed.